Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used during a procedure to treat a lesion. There was no issue noted removing the device from the hoop. The device was inspected with no issues. It was reported that the stent dislodged during delivery to the lesion. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. Bunching was vi sible on the inner member proximal and distal to the proximal markerband. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. No other damage evident to the remainder of the delivery system. Additional information: the lesion was pre-dilated using a 5x10mm balloon at 14 atm. It was reported that the stent failed to advance and the stent dislodged during delivery to the lesion remaining between the left anterior descending artery and the tci. The procedure was successfully completed using another guide catheter, stent and kissing balloon technique. Correction: h.2 6: patient code: c3671 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: angiographic images were provided for review. The images confirmed the lesions as reported in the left anterior descending (lad) artery at the first third/diagonal branch of the lad. There appeared to be calcification and thrombus in the vessel. The lad and the third diagonal vessel were wired. A stent was delivered, expanded and deployed in the lad. There appeared to be poor flow through the vessel following stent deployment in the lad, possibly due to shifting of thrombus from the main vessel or due to pinching of the ostium of the diagonal. A stent was delivered inside the body of the previously deployed stent. Kissing balloon technique was performed in the vessels. The final image provided confirmed the successful treatment of the lad and diagonal vessels. There were no images provided showing the reported failed delivery, dislodgement of the stent and subsequent removal of the dislodged stent. Correction: the lesion was pre-dilated using a 2.0x15mm balloon and a 5x10mm balloon at 14 atm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary - additional information: the stent was not present on the balloon and did not return for analysis. Correction: fdd code c63248 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a resolute onyx rx coronary, drug eluting stent was used during a procedure to treat a long lesion in the first third/diagonal branch of the left anterior descending (lad) artery. It was stated that this was a medium-caliber vessel. Negative prep was performed. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used. It was stated the the dislodged stent was removed using a lazo/snare device. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalisation. The patient was reported to be alive with no further injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.